Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the patients seat became wobbly and he allowed it to be this way.